Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found the air dryer release valves was tighten too tight and adjusted it properly. The fse primed the system and wash cuvettes and did not see any leak on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported puddle of fluid on the floor under the hydro area and the waste sump canister was empty. Customer saw bubbles coming from around the drain valve at the bottom of the waste sump canister. They shut down and rebooted the instrument. Upon rebooting, the waste sump canister started to fill up and no leak was seen. While washing cuvettes, customer noticed the leak occurred again and saw bubbles coming out of the low pressure regulator. No injury was reported on this issue.